Event description:
Difficulty printing on kappas. Printout would stop about halfway through. With auto threshold test the decrement took 12-15 beats when it was set to decrement every 3 beats. Did not restore pacing. Pacer dependent patient experienced light headedness for a few seconds.